Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts with different cables and adapters. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.